Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that she was sitting there and all of a sudden heard a pop and the monitor's screen went blank. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. The reported problem (screen blank) has been confirmed. The cause of the blank screen was defective component (c4). C4 is a tantalum chip capacitor located on the computer/analog pca board of the monitor. The defective component loaded the +5.4v supply, causing abnormal behavior of the computer and converter. Due to this converter malfunction, high currents were able to propagate throughout the monitor's circuitry, causing further damage to the c/a board (specifically, components r45, r684, r689 and u1003). The root cause of the damaged c4 component cannot be positively identified but was likely due to random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.